Event description:
It was reported that, after a tka had been performed in 2010. The patient experienced a broken post of the lgn xlpe ps insert sz 7-8 13mm. A revision surgery was performed on (B)(6) 2024, in which a 13mm legion poly was re-implanted. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the part was returned in two pieces as the post had fractured off of the insert. This inspection was conducted by the naked eye. A review of the manufacturing records could not be performed, since the device history record for this production order was not available. This issue was escalated through our quality process. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d8/d9.